Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had arterial pressure waveform output to bedside monitor may not be possible. No patient harm and injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional initial reporter e1 is: (B)(6). Updated fields: b4, e1 (initial reporter) d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code), b5 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that it was suspected to be the low-level output cable at first. Fiber optic and atmospheric release button tests were normal. The cable contact points were cleaned, and testing on the hospital monitor resulting in normal waveform. The fse was unable to replicate the error after cleaning and tests. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by customer that during use cardiosave intra-aortic balloon pump (iabp) had arterial pressure waveform output to bedside monitor may not be possible. No patient harm and injury reported.